Manufacturer narrative:
Verified no blood/discoloration in helium tubing. Dr. (B)(6) had attempted troubleshooting (disconnect tubing, iab fill key). Reviewed proper troubleshooting steps and clinical possibilities, no obvious clinical cause.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.